Manufacturer narrative:
Event date: exact date unknown, event occurred a couple of months. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 5160906/5164039.

Event description:
It was reported that the patient was experiencing pain at the ipg pocket site travelling over to the midline incision. The patient had a reprogramming and good coverage was reported but the patient was still experiencing the pocket discomfort. It was noted that the pain was a result of a scar tissue. The patient was recommended for a scar tissue massage and no further intervention was done.